Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 10-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 18mm x 2.90mm, eccentric, de novo target lesion containing >=90 degrees bend was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with the most proximal stent struts lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found that no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.